Manufacturer narrative:
H10: the file is no longer reportable, however, since an MDR was already submitted, the file will remain reportable as a malfunction. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the user had a problem to open and close the basket during the procedure. The user tried 3 times while opening and closing the basket made uncommon noise, after that the device got stuck and could not be opened or closed anymore. The device was removed and other one was used. The user observed same issue with the second device. Both devices will be send for investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user had a problem to open and close the basket during the procedure. The user tried 3 times while opening and closing the basket made uncommon noise, after that the device got stuck, and could not be opened or closed anymore. The device was removed, and other one was used. The user observed same issue with the second device. Both devices will be send for investigation.